Manufacturer narrative:
An event regarding femoral stem disassociation involving an mrh femoral component was reported. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The reported event regarding disassociation of the stem from the femoral component cannot be confirmed with the information provided. Clinical review of the case indicates that the stem may have fractured from the femoral component however this cannot be confirmed or denied without analysis of the explanted components. Clinical review does indicate that patient factors such as obesity and lack of bone support, coupled with the stem size selection and the cementing technique employed would have contributed to an overload condition on the construct. Further information is needed to determine a definitive root cause. No further investigation is required at this time.

Event description:
It was reported that there was a gmrs revision done. The tibial component was to be revised and the surgeon found that the femur was loose at the stem femoral component junction. The stem was well fixed and could be rotated.

Event description:
It was reported that there was a gmrs revision done. The tibial component was to be revised and the surgeon found that the femur was loose at the stem femoral component junction. The stem was well fixed and could be rotated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.